Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This electrode was thoroughly inspected and analyzed upon receipt. Visual examination noted the electrode had been severed approximately 395 millimeters (mm) from the tip end. The insulation and coils had been cut with a tool. Only the distal segment was returned. This segment was x-rayed and no issues were noted. The segment passed continuity testing, confirming it was electrically continuous. No issues were noted with this segment of electrode that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had stored an episode showing noise. The noise was recreated with patient arm movements. A couple of weeks later, the patient received an inappropriate shock due to oversensing of the noisy signals. The patient was hospitalized and the electrode was explanted and replaced. No additional adverse patient effects were reported. The explanted electrode was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had stored an episode showing noise. The noise was recreated with patient arm movements. A couple of weeks later, the patient received an inappropriate shock due to oversensing of the noisy signals. The patient was hospitalized and the electrode was explanted and replaced. No additional adverse patient effects were reported. The explanted electrode was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.